Event description:
Pt underwent fluorescent bronchoscopy at hosp in 2000. Rptr was notified pt expired 8 days later. Cause of death listed as respiratory failure. Pt was lodged night prior and night of bronchoscopy due to distance from hosp. Discharged in good condition. This is documented by discharge notes, and bronchoscopy report. Pt had pre-existing condition of severe copd. Pt was not hospitalized, expired at home. Pt was enrolled in a treatment study but had not yet been randomized to a treatment arm and had not received study drugs, only bronchoscopy.